Event description:
Reporter alleged discrepant results between blood glucose monitoring device and the hospital comparative. Reporter stated being at the hospital for an illness unrelated to diabetes and meter read 120 mg/dl however hospital device measured 38 mg/dl. Reporter did not indicate time between testing or any treatment received as a result of the alleged event. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.